Manufacturer narrative:
Reported event of exit marker detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2015. According to the complainant, as they were trying to remove the device from the endoscope after dilation of the esophagus, however the exit marker detached and remained inside the working channel of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device revealed that the wing-tool was positioned over the balloon and the balloon was still wing-folded. The exit marker had moved from the normal location to a position over the balloon. The exit marker was able to slide up and down the balloon. The noted defects likely occurred because a vacuum was not applied to the device prior to removing the protective sleeve or maintained during insertion through the endoscope. It is probable that this omission may have led to the use of incorrect advancement technique, such as excessive force, resulting in the loosening of the exit marker as it came into contact with the endoscope. The directions for use (dfu) requires that a vacuum be applied to the balloon to maximize endoscopic passage of the balloon through the endoscope. Therefore, the most probable root cause is user/use error.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2015. According to the complainant, as they were trying to remove the device from the endoscope after dilation of the esophagus, however, the exit marker detached and remained inside the working channel of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.